Event description:
Additional information was provided that this patient will continue to be monitored. There were no adverse patient effects and no plan for the patient other than routine follow-up.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded high shock impedances of 127 ohms, exhibited by a non boston scientific defibrillation lead. No adverse patient effects were reported. Remains in service.